Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that they were having a problem where the wires were on the incision on the corner. Patient stated it feels like there was a wire pushing out and sometimes they could feel it in their clothes. The patient was redirected to their healthcare provider to further address the issue. Agent called back the patient to ask for event date and patient mentioned that it had been like that since the beginning.

Manufacturer narrative:
Continuation of d10: product ID 978b128 serial (B)(6) implanted: (B)(6) 2024 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial(B)(6) , ubd: 11-dec-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.